Event description:
As reported from our affiliates in switzerland, through review of medical article "percutaneous closure of left ventricular pseudoaneurysm after direct surgical mitral valve implantation of balloon-expandable transcatheter prosthesis in severe mitral annular calcification" , corresponding author dr. Luca oechslin, the following event was identified as pertaining to an edwards device: a 76-year-old female patient had undergone quadruple coronary bypass surgery and aortic valve replacement 10 years ago due to severe symptomatic mitral valve stenosis secondary to extensive mitral annular calcification (mac). Due to the high surgical risk, the excessive mac and no possibility of an interventional approach for anatomical reasons the heart team opted for a hybrid approach (sternotomy with surgical transatrial mitral valve-in-mac procedure using a balloon-expandable edwards sapien-3 29 mm prosthesis). Despite an uneventful recovery, a transthoracic echocardiography 30 days later showed a left ventricular discontinuity with a paraventricular cavity suggestive of a pseudoaneurysm. Computed tomography and angiography confirmed the diagnosis of a 'bilobular' covered perforation connecting with the lv through a narrow neck. Via retrograde aortic access, using live echocardio-angiographic fusion imaging guidance, the perforation was successfully engaged with a judkins right catheter and the neck occluded with an amplatzer vascular plug ii. After full recovery, the patient could be discharged home. As per medical opinion, the most likely explanation was inadvertent lv perforation during surgical valve implantation with the tip of the valve delivery catheter.

Manufacturer narrative:
There is no indication of device return. The date of the event is unknown; however, the article was published in 18 feb 2022. Therefore, the 'publication date' used as the occurrence date. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential adverse events associated with the overall thv procedure and may require intervention. There are several potential etiologies for ventricular perforation during a thv procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive as relevant patient and procedural factors were not provided. However, the event may be related to the mechanism described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Article reference: oechslin l, corti r, biaggi p, gaemperli o. Percutaneous closure of left ventricular pseudoaneurysm after direct surgical mitral valve implantation of balloon-expandable transcatheter prosthesis in severe mitral annular calcification. Eur heart j. 2022 may 14;43(19):1884. Doi: 10.1093/eurheartj/ehac082. Pmid: 35567554.